Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/28/2015 with the following findings: the pump powered on with audio and vibration and displayed the verify screen. The original blank display complaint could not be confirmed or duplicated. Unrelated to the original complaint, the display was dim and faded. Also unrelated, the audio bolus button cover was detached.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.